Event description:
The patient was taking an unspecified medication for the treatment of an unspecified condition beginning on an unknown date via humapen ergo teal body (lot number 0405a07) fitted with a clear cartridge holder. The device was operated by the patient and it was unknown if the patient was a trained operator of the device. The patient's complaint was that the cartridge holder does not hold together. The device was returned to the company for analysis. Visual inspection found clear cartridge holder with two broken engagement tabs. Device has been forwarded to manufacturing site for analysis.